Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report a lead not being in the right spot and was turned off. A follow up with the patient¿s healthcare provider yielded that the left ventricular (lv) lead was placed in the his bundle but was pacing the av node. The physician decided to turn off the lead. There is no product performance issue with the lead, it was just placed in the wrong location. The lead remains in the patient, out of service until it could be revised. The lead was revised, removed and a new lead was implanted. No patient complications have been reported as a result of this event.